Manufacturer narrative:
System analysis/service repair was performed on november 23, 2015. The chiller module that was replaced was not returned to the manufacturer.

Manufacturer narrative:
The reported error codes were verified and determined to be the result of a damaged chiller module. The chiller module was repaired. The system was tested and verified to specification.

Event description:
It was reported that during a bph surgical procedure the customer indicated error 820 & 621." The physician was unable to clear the errors. The procedure was completed with an alternative procedure (turp). Patient outcome: "no injury" reported.